Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. Reference exemption #: (B)(4).

Event description:
It was reported that the ventilator shutdown without generating alarms while it was connected to a patient. There was no patient harm. Manufacturer ref #: (B)(4).